Event description:
The manufacturer received information alleging the lithium-ion internal battery power source test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that there was physical damage to the internal battery pack that had caused the lithium-ion internal battery power source test steps to fail on the device. In conclusion, the device's internal battery pack was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front case, exhalation port block, and base enclosure were replaced for physical damage unrelated to the reportable issue. The rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The device passed all final testing.